Event description:
Event description cpi received information that during pre-use testing, this ventak mini implantable cardioverter defibrillator (ICD) exhibited an memory fault and the ICD was in fallback mode. The ICD was not used.